Event description:
Patient reported "collapsing" due to hypoglycemia. Patient indicated that prior to the event, blood glucose measured approx 120 mg/dl on the suspect device (exact value not provided). Patient stated that upon arrival in the hospital (an unspecified time later), blood glucose measured 36 mg/dl on a hospital device and 112 mg/dl on the suspect device. Patient noted that she does not recall what treatment was received to increase blood glucose. Patient reportedly remained hospitalized for 1 week. No additional details of patient's diagnosis or treatment were provided. Patient stated that in the same month, she "collapsed" at church. Patient's blood glucose was reportedly tested on the suspect device with a result of 116 mg/dl and an unspecified time later, patient's blood glucose measured approx 50 mg/dl on a hospital device. Patient indicated that she was given something to eat at the hospital and remained overnight for treatment. No additional details of diagnosis or treatment were provided. Patient stated that 2 months later, she lost consciousness in church. Patient stated that blood glucose measured 116 mg/dl on the suspect device and 25 or 26 mg/dl on a different consumer device. Patient initially stated that she did not seek treatment from a medical professional. Patient then stated that she did seek treatment after the event. Patient stated that she was treated with morphine, for a headache, and intravenous fluids (contents not provided). Patient stated that diagnosis at hospital had "something to do with acid." No additional details of diagnosis or treatment were provided. Pt also reported obtaining back-to-back blood glucose results of 177 mg/dl and 56 mg/dl while using the suspect device. Patient stated that at the time the results were obtained, she was feeling like blood glucose was low. Patient self-treated by eating and drinking orange juice. No resultant injury was reported. Pt stated that quality control testing was performed on the suspect device; however, she could not recall the results. The suspect test strips were not returned to the manufacturer for evaluation.